Manufacturer narrative:
The device referenced in this report was returned to siemens for evaluation. Visual inspection showed damage on the plastic side wall due to insertion error. Acoustic testing was performed and passed and there was no failure found in the transducer test. Based on the performance tests performed, the catheter was found to be fully functional. The likely cause of the reported phenomenon was due to incomplete insertion of the catheter into the swiftlink connector.

Event description:
It was reported that a patient was already under sedation undergoing a cryoballoon ablation for pulmonary vein isolation (pvi) procedure. The catheter was already inserted into place. Shortly after getting transseptal access with the intracardiac echocardiography catheter (ice), it was noted that the ice displayed poor image quality. The doctor removed the catheter and reinserted a replacement catheter and the issue was resolved. There was no delay in completing the procedure once the catheter was replaced. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted because upon completion of investigation and review of the complaint file, this complaint was determined to be not reportable as there was no product malfunction and the issue was caused by user error.